Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was not working well during surgery. Patient impact information is unknown. Additional information has been requested. Additional information was received confirming that the subject knife exhibited poor cutting performance. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient.